Manufacturer narrative:
The product was returned for investigation. Therefore, the reported event could be confirmed. The macroscopic and microscopic investigations show that the plates broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigations show on the fractured surfaces the appearance of a forced ruptures and a low cycle fatigue ruptures. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. According to the additional information provided by the surgeon (patient was not wired shut post operatively and patient grinds teeth) it can be concluded that the teeth grinding most likely caused the overload found through the material analysis. The investigated failure modes (postoperative plate fractures) and the related root cause (forced rupture and a low cycle fatigue rupture - one or repeated powerful dynamically overload of the fracture area of the plate) can be attributed to a user related issue. The screws returned were classified as concomitant products and were not part of this investigation (there is no indication for any influence on the postoperative plate breakages). Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore, no corrective and/or preventive actions are deemed necessary at that time.

Event description:
Patient involved originally had orthognathic (lefort) surgery in (B)(6) 2014. During routine checkup orthodontist noticed jaw was "offset" and referred the patient back to the oral surgeon who originally performed surgery. At this time, oral surgeon examined the area and plates and noticed that the plates had mirror fractures at 1st lateral hole on inferior portion of the plates. Original hardware removed including screws. Revision surgery was performed and used standard 1.7 plates. No further adverse implication, no bone graft needed at this time.

Event description:
Patient involved originally had orthognathic ((B)(6) surgery in (B)(6) 2014. During routine checkup orthodontist noticed jaw was "offset" and referred the patient back to the oral surgeon who originally performed surgery. At this time, oral surgeon examined the area and plates and noticed that the plates had mirror fractures at 1st lateral hole on inferior portion of the plates. Original hardware removed including screws. Revision surgery was performed and used standard 1.7 plates. No further adverse implication, no bone graft needed at this time.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.